Event description:
Pt #10 presented to (B)(6) hospital status post recent motor vehicle accident in (B)(6), with headache and diplopia work up included CT head and cerebral angiogram which revealed a basilar artery aneurysm concerning for a dissecting pseudoaneurysm, after discussion with myself and neurosurgery given the location clinical angiographic finding and the pt marked premorbid conditions of morbid obesity and essential hypertension a decision was made with the pt and family for neuroendovascular treatment at sinai hospital on (B)(6) 2010. Pt underwent successful stent embolization of his aneurysm. Pt was discharged (B)(6) 2010 uneventfully with a recommendation of short term follow up cerebral angiogram and appointments with referral doctors for further assessment and care to determine any further course of treatment. On (B)(6) 2010 pt presented with subarachnoid hemorrhage and expired.